Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with this complaint and completed an investigation. Failure analysis found the instrument to have thermal damage the distal clevis, yaw pulley, and conductor wire cap. The conductor wire showed no damage, but failed the electrical continuity test. This instrument was disassembled to investigate the root cause of thermal damage. It was found that the conductor wire was broken at the weld to the hook shank base. The silicone potting was also damaged due to the arcing event. The instrument was also found to have a derailed grip cable at the distal idler pulley. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to unintended arcing that occurred on a permanent cautery hook instrument.

Event description:
It was reported that during a da vinci surgical procedure, the customer identified smoke appearing at the tip of the permanent cautery hook instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.